Event description:
It was reported that the user ran out of insulin while away from home, replaced the cartridge upon returning, experienced an elevation in blood glucose after the change and a snack, then developed hypoglycemia as indicated by the pump and confirmed by a fingerstick, after which glucose rose with apple juice and stabilized by the end of the call. Symptoms included hypoglycemia with a nadir of 55 mg/dl. Outcomes included transient hypoglycemia that resolved with oral carbohydrate and did not require emergency treatment or hospitalization. Investigation included customer education on announcing snacks with appropriate carbohydrate amounts and classification by meal type, and confirmation of current glucose via fingerstick with entry into the ilet. Investigation of this case revealed user-related factors, including unannounced snack intake and subsequent corrective actions, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and timing rather than a device performance issue.